Event description:
It was noted at the time that a port a cath was explanted from the pt's right chest that the distal tip of the tubing remained in the pt. Upon removal of the port-a-cath, the catheter was noted to be very short in length. The end was jaguared and not cut at an angle. Xray was obtained and it was noted that part of the catheter was in the pt's heart. After consulting with cardiology, the decision was made to leave the tubing in as the risk would outweigh the benefit of further attempts to access the tubing at this time.